Event description:
The customer reported the loss of cine functionality resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator was recalibrated. The system was then found to be operating as intended.